Manufacturer narrative:
Physical analysis of the device found the washer tail bent partially out of the clevis jaws. A retroflex test was performed and the device showed uneven opening. The evaluation concluded that the condition of the returned unit was not consistent with the complaint incident that the jaws/cups were bent. The washer tail bent may occur when the device is in a retroflexed endoscope, the jaws rotate at certain angles, if there is an excessive bending angle it will cause the tail to be forced out of the clevis jaws. Based on the available information and considering the returned device condition, the most probable root cause of this complaint is operational context, since it is most likely that due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database confirmed that no other complaints have been reported for the specified batch.

Event description:
It was reported to boston scientific corporation that a radial jaw¿ 4 pulmonary biopsy forceps was used during a biopsy procedure. According to the complainant, during the procedure, they noticed that the forceps were bent and would not open. The physician used another forceps in order to take a sample, thus completing the procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a radial jaw¿ 4 pulmonary biopsy forceps was used during a biopsy procedure. According to the complainant, during the procedure, they noticed that the forceps were bent and would not open. The physician used another forceps in order to take a sample, thus completing the procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.